Event description:
It was reported by service report that the cot fastener's rail assembly could not lock into place at all. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer evaluated and repaired the unit. Result - compression.